Event description:
It was reported that during a da vinci si prostatectomy procedure, the maryland bipolar forceps instrument's grips didn't want to open anymore. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The instrument was placed on the in-house da vinci robot system and it was driven with no problem. Instrument passed recognition and engagement test. The grips opened and closed properly. Instrument passed electrical continuity test. Additional observations not reported by site were bent grips tips and deep scratches on main tube. One grip was found to be bent causing side to side misalignment of grips. There was a 0.026 offset at the tips. The distal end of the main tube exhibited various scratch marks with light material removal and a rough surface finish. The scratches were short in length and were not aligned with the tube axis. Engineering concluded that damage was likely due to mishandling. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.